Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
On (B)(6) 2021 it was discovered at a device clinic that the patient had not been followed up since she had left the hospital the day after the device had been implanted. At this follow up, atrial lead was found to have a high capture threshold. A chest x-ray was ordered and the leads were found to have been pulled back with twisting noted around the site of the can, suggesting twiddler syndrome. Lead revision was then performed (B)(6) 2021. New ra and rv leads were inserted, the old rv lead was removed and the old ra lead had to be capped.

Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between (B)(6)2020 and (B)(6) 2021 recorded the increased right atrial pacing threshold from initially 0.5 v to 2.5 v as reported in the complaint description. The right atrial sensing amplitude showed decreasing values from 3 mv to 1 mv. The pacing impedance trend curve of the right atrium demonstrated initial values around 500 ohms with an increase to 600 ohms and a subsequent decrease to varying values between 380 ohms and 460 ohms. Furthermore there were no trend values for the right ventricular pacing threshold. The right ventricular sensing amplitude dropped from initially 15 mv to 2 mv within the first month of the recording period. The right ventricular pacing impedance increased from 600 ohms to 800 ohms with a subsequent decrease to 350 ohms and a further progression between 450 ohms and 550 ohms. The provided x-ray images showed that both leads were retracted and partly coiled in the pocket area confirming the reported twiddlers syndrome. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.